Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the right ventricular lead helix automatically extended without turning the lead. The lead became stuck when trying to place it in the ventricle. The lead was removed and replaced. There were no adverse consequences to the patient.